Manufacturer narrative:
The product, ri cori (us), rob10024, sn(B)(4) used for treatment was not returned for evaluation, however a video was provided for review. The video image could not be displayed, therefore a relationship between the reported event and the device was not confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with a software or connection issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, before the start of a cori tka procedure, the cori was turned on and displaying the start screen. However, as the tabled was plugged in, the system shut down and displayed the blue service icon. Therefore, they rebooted with everything plugged in, and were able to proceed with calibration and the case without issue. At the end of the case, the tablet was unplugged while the system was on the case information screen, and it completely shut down again and displayed the blue service icon. Therefore, they proceeded to reboot, plug in and unplug four times and got the same error. On the fifth reboot, it was possible to unplug and plug in the tablet several times without issue. This did not cause any delay or impact on the case. This issue was dealt with before and after the case. No other complications were reported.